Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
"This console had suddenly stopped working during used with a patient. There was no flow reading, no rpm reading, and zero flow. They used the hand crank until it was switch." As per hospital. Pump disposable error. Complaint ID: (B)(4).

Manufacturer narrative:
Under the service order (B)(4) the service technician from ssu-us (sale and service unit) tested the unit and no malfunction was detected. In the log files a "pump disposable error - stop" was detected followed by all internal sensors disconnected. The most probable root cause is that the customer tried the solve the "pump disposable error - stop" by disconnection the hls disposable connection cable. To correct this issue the cardiohelp needs to be shut off and on again or the rpm must put to zero. As the unit was tested and no malfunction was detected the most probable root cause is a handling failure. The user was not able to handle the unit. Thus the failure could not be confirmed. The occurrence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).